Event description:
The reporter stated that they were advancing a toric silicone plate lens model aa4203tl in the cartridge, and the lens became stuck in the cartridge. When they tried to pull it out with the forceps, it wouldn't move. There was no pt contact or injury.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows the lens is stuck in the tip of the cartridge. The cartridge tip is damaged. There is clear surgical residue on the lens. It should be noted that the injector was not returned for evaluation. Conclusions: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. Possible root causes for the lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the user in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.